Event description:
It was reported that customer manually calculated bolus amount instead of using pump calculations, which resulted in over-delivery of insulin and subsequent hospitalization. Customer experienced very low blood glucose level of 1 mmol/l but there was no injury and no permanent damage was identified by healthcare provider. Customer was admitted to intensive care unit, received intravenous saline and glucose, and was released from hospital the following day after treatment resolved issue.